Event description:
It was reported that insulin gauge displayed amount different than expected, and pump showed a current fill estimate of 0 units while caller believed this was inaccurate. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, and issue was identified as fill estimate discrepancy related to alert or alarm condition. Cts to replace pump. Customer will continue to use current pump.